Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist reviewed information the patient/layperson gave to a customer care advocate (cca) in 2009 and then spoke with the patient eleven days later. The patient reported the following information. Results in mg/dl. The patient's initial complaint was receiving an apply sample prompt when running control solution tests on two of his several meters he keeps in different rooms. The patient attributed a recent elevated result to the alleged apply sample issue, thinking the test strips will provide inaccurate results if they do not absorb the control solution. On four days prior to original date at noon, the patient tested with his one touch ultra2, result 290 or 295. Since he was planning to eat, the patient injected 50 units humalog based upon how much food he would eat. His regime is 70 units per meal (or less if he eats less food) plus 24 hour levemir once a day. Admittedly, the patient has no appetite and usually eats very little. However, the patient waited 15 to 20 minutes before beginning to prepare the meal. By then the patient was sweating. Soon after he was shaking, and sweating profusely. The patient tested on his onetouch ultrasmart meter, result "30 something." The patient immediately ate potato salad since it contains carbohydrates. After eating, his blood glucose on the ultrasmart increased to 90 and the patient felt better. Although the patient injected humalog and waited more than 15 minutes to eat, the complaint is reported since the patient developed symptoms that can be associated with hypoglycemia after testing and injecting insulin.